Event description:
The patient was getting "hard jolts" from the implant; she had been bending over a lot at work. It was further stated that she was shocked and then her device quit working. It was painful near the implant site. The patient had moved and was referred to a new physician. No further information was known.

Manufacturer narrative:
(B) (4).